Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, faded, discolored display.

Manufacturer narrative:
Device evaluation: on examination, the keypad was noted to be torn near the down arrow button. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any contamination or defect of the buttons contacts. The display was noted to be dim, faded and discolored.